Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for six (6) years and eight (8) months, was explanted due to unknown reasons. Replacement valve is unknown. The patient also underwent mitral valve replacement during the procedure.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Medical records received noted the 3300tfx aortic valve was explanted due to endocarditis and paravalvular leak (pvl). Per medical records received the patient presented to another hospital approximately two (2) weeks prior with fevers and altered mental state. Blood cultures were positive for strep mitis. Tee revealed a vegetation on prosthetic aortic valve and an aortic root abscess. Patient was transferred to current hospital for redo open heart surgery given the endocarditis.patient was placed on antiobtiocs. Patient was found to have chronic tooth infection and underwent extraction of three (3) teeth. Intraoperative tee confirmed presence of both paravalvular leak around the aortic valve bioprosthesis and severe mitral regurgitation. The 27mm 3300tfx aortic valve was examined and noted the leaflets looked pristine without evidence of vegetation or significantly degeneration. However, there was a large paravalvular defect in the area of the right-non commissure net to a large aortic root abscess cavity. The mitral ring was explanted and replaced with a 33mm sj epic porcine valve. The explanted 27mm 3300tfx aortic valve was replaced with a 25mm ce magna ease valve. An aortic replacement was placed suing a 28mm dacron graft. The patient also underwent tricuspid valve repair during the procedure with a 32mm physio tricuspid ring. Tee showed one of leaflets of the non-edwards mitral valve was not opening easily causing significant regurgitation. This was addressed and then the tee showed this time a well functioning mitral valve, aortic valve, and no significant tricuspid regurgitation. Due to profound coagulopathy decision was made to leave chest open. The patient was transferred to the intensive care unit in stable condition. Patient had permanent pacemaker placed on post-operative day 13. Patient was discharged to inpatient rehabilitation on post-operative day 20.

Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Corrected data: b5, b7, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.